Event description:
Discordant low bnp results were obtained on an advia centaur xp system for six patient samples. The samples were repeated with higher results and corrected reports were sent out. There is no known report of adverse health consequences or patient intervention due to the discordant bnp results.

Manufacturer narrative:
A siemens technical service representative was contacted by the customer site to evaluate the advia centaur xp system. Upon evaluation, it was found that the wash 1 solution was contaminated due to operator error . The customer was instructed to clean and rinse the wash 1 reservoir with water, prime the system and run quality controls (qc). The system is performing within specifications. No further evaluation of the device is needed.